Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) on 2019-dec-20. It was reported that a (B)(6) male had a baclofen pump for spastic cerebral palsy. They increased doses of baclofen without results. They showed a catheter broken. The plan was for a revision of the baclofen pump. X-ray of the pump showed him to have what appeared to be a fracture and discontinuity of the catheter. They decided to replace the pump. It was also noted that his pump was almost 4.5 to 5 years old and was almost at the end of life, and felt it was necessary to change the pump itself. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient¿s pump was replaced in 2002 because it didn't work correctly. The hcp was unable to clarify further as she noted that the patient has cerebral palsy and they got this information through the patient¿s aid. The date of the event was unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.